Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A user facility reported that an external dialyzer blood leak occurred at the start of the patient's hemodialysis (hd) treatment. Blood was observed leaking though the threading underneath the arterial header/end-cap of the device. No dialyzer damage was visible near the leak location. The machine did not alarm. Additionally, a blood test strip was used to test the dialysate for blood and tested negative. The patient's estimated blood loss was noted as being approximately 300ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
Follow-up information was provided which revealed that the complaint device was not available for evaluation by the manufacturer as it was discarded at the user facility.